Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery fault. If a loss of power occurs during use, it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.

Manufacturer narrative:
Additional information: 4/9/17 device evaluation & resolution; the field service engineer (fse) was able to duplicate the reported problem. The fse replaced the battery to resolve this issue.